Event description:
Illumena linden-luer syringe with handi-fil straw 150 ml. Lot c027026u cracked in contrast injector. Tooling marks noted on barrels of injector syringes- all same lot and same lot of syringe that was reported in prior rl as cracked during use. Illumena linden-luer syringe with handi-fil straw 150ml.